Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had partial display. The customer¿s blood glucose level was 100 mg/dl. Customer did troubleshoot for partial display and stated insulin pump is not working because he tripped and fell; now there are lines. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a constant flashing white light with lines on the display due to cracked lcd glass. Unit was received with deep scratched case and minor scratched lcd window.